Event description:
The customer reported the system displayed an ad channel failure error. This error is likely to prevent the system from booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator drive board and generator power supply were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.